Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the water leak issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an esophagogastroduodenoscopy (egd), the water was noted to be leaking out of the scope with the use of the irrigation tubing causing the patient to almost aspirate. There was no report of patient delay and the procedure was completed with the same device. There was no harm or patient injury reported due to the event.